Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged insulation due to incorrect reprocessing and discoloration on ccd(charged-coupler device) housing and the coupler due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had discoloration on ccd (charged coupler device) housing and coupler and incorrect reprocessing. There was no patient involvement.